Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the belt failed the ECG fall-off test at all ECG electrodes. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode, penetrating and shorting the -5v wire. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a an electrode belt indicating that the ECG electrodes were non-functional.